Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt low battery fails were observed from the (B)(6) 2021 in the device memory log. The user would have been alerted ¿warning, low battery¿, alongside a flashing red status led, as per the reported fault. The fault was attributed to a failure of the positive terminal pogo pin. The failed pogo pin had resulted in a poor connection between the device and the pad-pak, causing voltage fluctuations and low battery fails. The device was scrapped by heartsine and the customer was provided with a replacement device. The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The distributor contacted heartsine to report that their device presented an error condition, as indicated by a visual prompt, but there had been no confirmation of a failure to the critical functionality of the device. However, upon investigation a pogo pin failure was observed. This may prevent the device from connecting with the pad-pak, which may result in the device failing to power on. Failure to power on device may prevent or delay defibrillation. There was no patient involvement reported with this event.